Event description:
Hello, this letter is in regards to durable medical equipment bedside commode chair. My mother uses a bedside commode regular size we shared with the medical equipment store that it was wobbly it didn't seem secure. Wow, the bridge that holds the actual chair together snapped again. This is the second time I have expressed concerns about their equipment. This is the second time they have given us subpar materials. If my mother was alone, this could have killed her. I am asking that you look further into this issue, I can certainly provide pictures. Chair broke, fell off. Ra severe, I have called several times to get her a bariatric bedside commode because the ones that were being sent to us was subpar also it was rubbing against her skin and make an invention and black and blue marks the only thing I was told was medical assistance would not supply her with a bariatric because of the price and she wasn't over 300 pounds. Her doctor has sent in notes and her visiting nurses have expressed concerns about the bedside commode and spoke with (B)(6) and (B)(6) health care in regards to the equipment and yet they would not submit to her a bariatric and now she has fallen again, this is the second product that is broke. FDA safety report ID# (B)(4).